Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that a pump motor stall occurred on (B)(6) 2013 at 12:10. The patient had reported hearing the pump alarming. The caller confirmed the motor stall was noted in the event logs with no motor stall recovery. The patient was in severe pain that started the night prior to the report and was currently going through withdrawal. The patient had recently had an x-ray but no MRI. The healthcare provider (hcp) was going to give the patient oral medication. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.